Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: review of the black box data and pump history revealed the last basal delivery was recorded on (B)(4) 2018. The last bolus delivery was a (B)(4) unit ez-carb normal bolus recorded on (B)(4) 2018 at (B)(4). The total daily doses added up to correctly reflect the user¿s programmed basal rates. The pump was powered on and exercised for 24 hours on a 2.0 unit per hour basal program. At the end of the exercise, the basal history correctly reflected the 2.0 unit per hour delivery and the total daily doses appropriately showed (B)(4) units delivered. No errors, alarms or warnings occurred during the exercise. Investigation did not confirm nor duplicate the complaint and the pump was found to be delivering accurately.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The reporter alleged the basal delivery totals in total daily dose matched the active basal program totals or were as expected. The basal history matched the active basal program settings, and all boluses were recorded as programmed. The patient alleged the pump caused them to experience a blood glucose of greater than 250mg/dl but less than 500mg/dl with no symptoms. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.